Event description:
The affiliate stated the customer reported frequent system communication issues during processing and standby mode involving the unicel dxi 800 access immunoassay system. The customer stated the issues affected laboratory turnaround time in reporting patient results, however, no results were questioned at the time of the event. There was no report of patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
Further investigation by the software development group indicates the issue was due to a failed peltier in the sample wheel, causing temperature out of limits errors. The field service engineer (fse) replaced the sample wheel peltier and thermistor and resolved the issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the sample wheel peltier is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.